Manufacturer narrative:
The technician performed the investigation and the account stated the pt was in the bed with the pt position module armed, bed in low position and brakes set. There was an ehob waffle overlay on top of the mattress. The pt rolled over and fell out of the bed. Side rails were up and the nurses responded to the pt position module alarm immediately. Pt was given an x-ray and pain treatment for a minor injury. The account is not using side rail extenders. The technician went to inspect the bed and found the account did not record the bed serial number so he was not able to inspect the bed. The only information the technician could get about the bed was it was a hill-rom versacare bed.

Event description:
The account alleged they were using an overlay on the bed and a pt rolled out of the bed as a result. The account did not know if there were any injuries as a result of the fall.